Event description:
The customer reported the system corrupted and lost images. No report of patient injury.

Manufacturer narrative:
A ge service representative performed an onsite investigation. The hard drive was reformatted and the software reloaded. The system was then found to be working as intended.